Manufacturer narrative:
(B)(4). The report of a leaking valve was confirmed through analysis of the returned sample. The customer returned one multi-lumen percutaneous sheath introducer (mac), one 8fr swan-ganz catheter, and one cath-gard for analysis. The sample was returned with the swan-ganz inserted through the cath-gard and mac. The distal hub of the cath-gard was locked onto the hemostasis body of the mac. Functional leak testing of the device in accordance with bs en iso did not reveal any leaks or anomalies of any kind; however, aspiration testing revealed that air-bubbles form when the inserted component is held at an angle. Consultation from r & d revealed angled catheters can contribute to the customer observing air-bubbles. A device history record review could not be performed, as a lot number was not reported. The orientation of the inserted catheter and the pressure readings at the time of the reported event are unknown. Based on the investigation, the exact root cause of this reported issue was undetermined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "issue with a mac that had a swan ganz via the introducer. When we would aspirate off the lumens of the mac, we were getting air off of both lumens. There was some blood, but mostly air. There was no reported patient harm.".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "issue with a mac that had a swan ganz via the introducer. When we would aspirate off the lumens of the mac, we were getting air off of both lumens. There was some blood, but mostly air. There was no reported patient harm."